Manufacturer narrative:
(B)(4). Batch # m5575d. Expiration date: 8/8/2020 manufacture date: 9/8/2015. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # unk. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: on which firing did this occur? First firing. Was the firing trigger engaged and no staples deployed? Partial staples deployed. Was the firing trigger engaged and a incomplete staple line was deployed? Yes. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Unknown. Did the post-operative care change? No. What is the current status of the patient? Patient is fine.

Event description:
It was reported that during sigmoid procedure, fired, anastomoses fell apart, staples found in stapler. Case completed with another device of the same product code. There were no patient consequences reported.